Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after the nail was rotated to the maximum angle, the excitation operation could not be performed. When the excitation was activated, the gun had a broken tooth. They can be able to press the green button, but was not be able to squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic liver surgery, after the nail was rotated to the maximum angle, the excitation operation could not be performed. When the excitation was activated, the gun had a broken tooth. They can be able to press the green button, but was not be able to squeeze the handle. They used another device to resolve the issue. There was no patient injury.